Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an ercp(endoscopic retrograde cholangiopancreatography) procedure in the bile duct of a (B)(6) male patient (patient is unknown). During the procedure, as the stent was being positioned and repositioned to the target site, the stent prematurely deployed in the duodenum. The procedure was completed with a different device and a snare was used to retrieve the stent in the duodenum. The procedure was successfully completed with no reported patient complications. The patient was reported to be in stable condition after the procedure.

Manufacturer narrative:
(B) (4) - no code available (therapy/non-surgical treatment, additional). The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an ercp(endoscopic retrograde cholangiopancreatography) procedure in the bile duct of a 1824266 male patient (patient is unknown). During the procedure, as the stent was being positioned and repositioned to the target site, the stent prematurely deployed in the duodenum. The procedure was completed with a different device and a snare was used to retrieve the stent in the duodenum. The procedure was successfully completed with no reported patient complications. The patient was reported to be in stable condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed guide catheter was fully extended at the proximal end and the distal end was visible at the distal portion of the delivery system. The distal end of the stent was slightly kinked/bent near the distal barb. The suture was not returned for analysis. The distal end of the guide catheter contained a kink/bend (suture impression). Upon examining the device, the guide catheter was removed by retracting it from the proximal end of the delivery system. During retraction, no resistance was observed based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.